Manufacturer narrative:
The report of the thermogard console (sn (B)(4)) displaying mid09 (air trap assembly) error message upon power up was confirmed during functional testing and in the event log. The root cause is due to a contaminated air trap block. Upon visual inspection no physical damage was observed. Evaluation of the console revealed mid09 (air trap assembly) error message upon power up. The analysis of the event log reveal mid09 error messages. The cause of the error message was due to a contaminated air trap block. After decontamination, the console was functionally tested and found no issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During system set-up, the thermogard console (sn (B)(4)) displayed mid:09 (air trap assembly) error messages. The user was unable to resolve the issue by cleaning the air trap. No further information was provided. No patient involvement.